Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited possible intermittent t-wave oversensing. Upon further review, the health care professional (hcp) observed atrial capture, and not ventricular, due to confirmed lead dislodgement into the coronary sinus. Subsequently, the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.